Manufacturer narrative:
The gear pump pressure was checked. The probe positioning was checked and was ok. The customer explained that a reagent probe triggered the abnormal movement alarm. The probe was changed. Following this action, controls recovery was good and patient samples repeated good. The field service engineer replaced the gear pump head and pressure gauge. Normal analyzer performance was confirmed. The investigation determined the issue to be related to a damaged reagent probe. The issue was resolved after replacement of the probe.

Event description:
The initial reporter stated they received an abnormal probe movement alarm on their cobas 8000 c 502 module. The user reset the analyzer and repeated patient samples tested with b2mg tina-quant 2-microglobulin. Repeat results were close to zero. Controls run prior to the patient sample were acceptable. After the user encountered the error, controls were run again and also had results close to zero. Of the repeated samples, one had discrepant results for beta2-microglobulin. No incorrect results were reported outside of the laboratory. The sample initially resulted in a beta2-microglobulin value of 3.56 mg/l and repeated as 0.32 mg/l. The beta2-microblobulin reagent lot number was 532928. The reagent expiration date was requested, but not provided.